Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed the rewind test and back light check. No rewind anomaly, motor anomaly , or back light anomaly noted. No motor grinding noise anomaly noted. The motor was tested outside of the device and passed. Device had intermittent button response on the up arrow button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. No button error alarm noted. Device uploaded properly using care link. Device had minor scratched display window, scratched case, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were very hard to push and non responsive, he had to push two to three times to get a response, insulin pump was grinding louder during rewind and backlight was dimmer than it used to be. The insulin pump will not be returned for analysis.